Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using a proglide device with a 8f sheath after a coronary chronic total occlusion interventional procedure. Reportedly, when depressing the plunger it felt like a crunch. When the plunger was removed, there was no suture present. In addition, when returning the lever to it's original position in order to remove the device, the footplate did not close completely. A cut down was performed to remove the device. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.